Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0uu7g, implanted: (B)(6) 2015, product type: lead.

Event description:
An occupational therapy assistant reported that the device is not working, and that the wires were disconnected or there was something wrong with the wire. There were no patient symptoms alleged. Follow up is being conducted for further information. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.